Manufacturer narrative:
Device evaluation: one portex bivona adult fome-cuf tracheostomy tube kit was received for evaluation. The returned device was inflated using a needle inside the airway line. The device inflated and deflated without issue. Upon visual inspection, it was noted that the airway balloon was no longer attached to the airway line and it had not been returned with the complaint sample. The airway line was inspected under magnification at the failure point. The end of the airway line appears to be torn or cut, as shown by the jagged end of the tubing. Approximately 10mm from the end of the airway, there is a nick or cut present. The DHR review was also completed and no abnormalities were found. Based on the investigation and examination, the complaint allegation was confirmed. The problem source was noted as unknown.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that the cannula to a smiths medical portex® bivona® adult fome-cuf® tracheostomy tube broke. The hose for the cuff was also reported to be torn off. It was reported that improper use or pulling on the hose was excluded as fault. De-blocking of the cannula was performed by using an injection needle and a syringe. There were no reported adverse patient effects.